Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided. The machine had no problem. The hospital suspects the patient interface is the problem. No additional information can be provided at this time as the hospital is currently not on duty due to the coronavirus. The director also reported that the patient's bulbar conjunctiva was loose which made the operation difficult. Follow up information was received. Conjunctiva was noted to be loose due to a prior issue.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health authority reported that a patient underwent refractive surgery to correct refractive error using a patient interface. Vacuum shaking phenomenon occurred during the procedure. A replacement measure was taken and the operation was carried out normally. There was no patient harm.